Event description:
It was reported a patient's right ventricular (rv) lead presented with r-wave amplitude variation. A chest x-ray was performed and technical services review indicated possible insulation compromise. No changes were reported. There were no patient consequences.